Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer changed the cartridge, infusion set tubing and site. The occlusion reoccurred. The customer's blood glucose (bg) level was 358 mg/dl. Tandem technical support assisted the customer with loading a new cartridge as the customer had not removed the air prior to loading it. The customer was unaware of how to properly load the cartridge. After the new pump supplies were loaded, the customer resumed insulin delivery and the bolus was successfully delivered.